Manufacturer narrative:
All buttons functioning properly, however, found corroded keypad traces. No button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and stained end cap sticker noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that all buttons were unresponsive. Customer's blood glucose was 83 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.